Event description:
It was reported that during an unknown procedure, device didn't fully fire. Some staples remained in the reload. The procedure was completed with another device of the same product code.